Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the insertable cardiac monitor (icm) exhibited noise oversensing that caused false episode being recorded. Programming changes were made. The patient was stable throughout.